Event description:
The following has been reported: biomed reported: "unresponsive and ghost touch screen patient harm: no infusion stoppage: no. A preliminary review of the logs identified the following issue: random touches registered. An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The pump was returned for random touches registered. Upon return, the device turned on with no response from the lcd touch screen. Investigation found lcd touch screen flex cable not connected at main pcba. Reinstalled flex cable and lcd functioned normally. Able to navigate screens and applications without error.